Event description:
It was reported 29 bd injection sites had defective nacl connectors. The following information was provided by the initial reporter: "nacl connectors are defect. A part of the defects were due to the fact that the opening for the nacl to flow through was closed in the connecting piece of the bag (no opening present)."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 29 bd injection sites had defective nacl connectors. The following information was provided by the initial reporter: "nacl connectors are defect. A part of the defects were due to the fact that the opening for the nacl to flow through was closed in the connecting piece of the bag (no opening present)."

Manufacturer narrative:
H6: investigation summary: a complaint of component occlusion was received from the customer. Samples were sent to namc, but were unavailable for review. The product reported was manufactured by supplier and manufacturing information was requested. The mold was transferred from vyaire to the north american molding center. It was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the namc before the mold runs. The supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot. Since the mold was transferred and no issues were found during manufacturing, a definitive root cause could not be determined. A review of the molding and tooling engineering was performed and it concluded that a possible cause for this defect is a broken pin. Namc has process controls in place that would detect systemic defects leading to this failure mode. The inspection and control processes at namc are designed to detect, contain and prevent release of this and all defined defects. H3 other text : see h10.